Manufacturer narrative:
Investigation summary: this memo is to summarize findings on your complaint related to bottle macconkey agar 500g, catalog number 212123, batch 1007107, complaint #(B)(4) for unsatisfactory labeling-missing label. Components are milled and blended (where required) and dispensed into containers. Following qc release, and based upon inventory demand, final packaging operations occur, which include dispensing into and labeling of final configurations, followed by transport to the distribution center. The complaint investigation included a review of the batch history record (bhr). The bhr review indicated no discrepancies. All release testing was satisfactory. The complaint trends were reviewed for a period covering 12 months. During that time there have been no complaints on this lot for any defects. One photo was received along with the complaint submission. The photo shows the customer holding a 500g bottle without a label, while other bottles (evidently correctly labeled) are contained in a shelf boxes in the background. After labels are printed, total labels issued to packaging are reconciled against those used for product labeling, sample labels and any unused or rejected labels. All balances must be within an allowable deviation defined in the label accountability policy. In this instance, a batch size of 1950 allows a maximum balance percentage of 0.75%. The label reconciliation form for this lot had a documented balance of 0.19%, which would support the incidence of the defect observed by the customer but is within the allowable deviation. No discrepancies or labeler issues were noted in the batch history record for this batch. This complaint has been confirmed from the customer photo provided. Root cause not determined. Based on complaint trends and the known incidence of 1 affected label in batch 1007107, this defect is considered an isolated incident. No corrective action will be taken at this time. Bd will continue to monitor for labeling complaint trends.

Event description:
It was reported that bd difco¿ macconkey agar had missing label information. The following information was provided by the initial reporter: "label missing for one bottle".